Event description:
The customer reported a bulge in the silicone segment that occurred during priming. The user spiked the bag, filled the drip chamber, opened the roller clamp to allow gravity priming, and the ballooning was noted. The user closed the clamp and the set remained partially primed. No IV pushes or flushes were given through the line and the bag was not squeezed. No additional details were provided by the customer.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment during priming was not confirmed; however a bulge in the silicone segment was able to be induced during a pressure test. Visual inspection noted that the silicone segment directly below the upper fitment seemed to be more pliable than the rest of the silicone segment. Functional testing was performed by repriming the set via gravity. There was no observation of bulging on the silicone segment. Testing was performed by squeezing the infusion beg during repriming; no ballooning was observed. The set was pressure tested and the silicone segment area directly below the upper fitment balloon ed at approximately 1.25 inches in length. The root cause for the customer's complaint could not be determined.